Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Customer stated that the blood glucose was 48 mg/dl at the time of event. Customer stated that the high blood glucose was treated with the two sprites. Customer did not experienced any symptoms related to low blood glucose. It was unknown if customer had been using insulin pump within 48 hours of high blood glucose event. It was unknown that if auto mode feature was not active. Customer reported that the insulin pump will be returned for analysis.